Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt left eye. Lens was removed due to excessive vaulting. No widened incision and no suture needed. The lens was discarded. Lens was exchanged for a shorter lens. See MFR #2023826-2011-00423 for right eye.

Manufacturer narrative:
(B)(4). Method: lens work order search/medical review. Results: a lens work order search was performed and one similar complaint was found within the same work order. Medical review - review of this file indicates that the icl exhibited a high vault in this pt. The icl was exchanged with a shorter lens which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Surgeons are always reminded to measure the horizontal white-to-white under the microscope with a caliper, and confirm this with a steel ruler. Calipers may be bent, and could give a wrong reading. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the pt's vision. Conclusions (other): based on the complaint history, work order search and medical review, it was determined that the most likely cause for both inadequate and excessive vaulting is difficulty in clinical sizing. (B)(4).